Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that prior to patient use, when it came to inflating it, the balloon stuck to the tube. The problem was reported before use on the patient.

Manufacturer narrative:
H3 and h6. Evaluation codes: updated. One device sample was received in used condition, in a plastic bag without the original packing. During visual inspection, the cuff was found to be adhered to the tube. The cause was a bonding issue during manufacturing. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number. The failure mode will be monitored for threshold or escalation.